Event description:
Report of explant of device system due to "removed due to infection - stap aureus" received per device return form. Repeated requests for additional information about this event have been unanswered. A supplemental medwatch will be filed if additional information becomes available. Manufacturer's device registration indicates that patient had been reimplanted with a new system.